Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/17/2023, it was reported by a sales representative via email that (2) ar-3636h self bunching 1.8 knotless hip fibertak failed. The first anchor was seized while the white suture alone was in the anchor; the loop containing the blue repair suture had not entered the anchor yet and was at least one cm away. The second anchor malfunctioned, but it is unknown how at this time. The surgeon cut and pulled the sutures, but the anchors remained implanted. The case was completed using three more ar-3636h self bunching 1.8 knotless hip fibertak. This was discovered during a hip scope procedure on (B)(6) 2023. There was no case delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.